Event description:
It was reported that the device was not working properly. There was no report of patient incident or injury.

Manufacturer narrative:
(B)(4). The device system was returned for service and repair. The evaluation did not identify a product failure with the mainframe as the system was tested and could not duplicate the reported 'not working properly.' The mainframe received preventative maintenance with a software upgrade and tested to product specifications and was returned to the customer. The patient interface was also evaluated and no fault was found with the unit. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.